Event description:
Pump was found connected to the pt's IV line in the hand. No adverse event occurred.

Manufacturer narrative:
The on-q pain buster pump was not returned for evaluation and investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed. Per the direction for use (dfu), (pn:1304265, rev. L), under contraindications stated: "on-q is not intended for intravascular delivery." The catheter site label (dwg: 1305466, rev. C) is included with all I-flow pumps stating, "no IV access". If additional information becomes available in the future, we will reopen this complaint.